Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-15313. It was reported while still in recovery from having his scs system implanted, the pt began experiencing increased pain in his legs. The physician indicated pt anatomy was causing the increased pain and the pt's scs system was explanted.